Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump and was informed to contact support if the malfunction code recurs; the customer acknowledged and understood these instructions.